Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels as high as over 600 mg/dl. At the time of the report, the user's blood glucose level was 297 mg/dl. Reportedly, on (B)(6) 2017 the user was taking antibiotics and believes this may have contributed to the bg level, but was unsure what caused bg level prior to (B)(6) 2017. The user addressed bg level with a bolus. A system check with tandem¿s technical support at the time of the report indicated that the pump, cartridge, and infusion set functioned as expected.